Manufacturer narrative:
Device remains implanted, not available for evaluation. Engineering evaluation of the reported event is ongoing.

Event description:
When the surgeon impacted the tibial insert into the baseplate, the insert migrated slightly to the anterior and posterior directions. Surgeon requested the backup insert and had the same migration issue. Surgeon elected to use the second insert. This event occurred outside of the us, in (B)(6).